Event description:
A user facility reported a defective intraocular lens. In a follow-up, a nurse reported that the leading haptic stuck to the optic, and a tear was noted at the haptic site once the lens exited the cartridge. Enlargement of incision was required to remove the lens. An unapproved viscoelastic was used during the procedure. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other similar complaints reported in the lot number. Add'l info was requested 01/11/2010 and 02/02/2010 by fax and email. A completed quality questionnaire was received on 01/28/2010. A completed ae questionnaire has not been received. (B) (4)